Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps were used during a biopsy procedure. According to the complainant, the patient developed an infection post procedure and required further intervention. It was reported that there was no device failure or an established correlation between the device and patient infection. Attempts to obtain further information regarding the infection have been unsuccessful to date. However, it was reported the patient has since recovered. Should additional relevant details become available, a supplemental report will be submitted. It is important to note that no breach was noted to the sterile packaging of the device.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.